Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported the touchscreen is not working correctly. The unit was in use at the time of the reported problem. However, there was no patient or user harm.

Manufacturer narrative:
G4: 15apr2020. B4: 07may2020. The field service engineer replaced the touch screen to resolve the problem. The unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.